Event description:
Patient with heartmate 2 left ventricular assist device (lvad) therapy for 37 months presents with new finding of driveline drainage which grew pseudomonas, and new finding of abscess around the lvad pump / pump pocket. We did not pursue surgical drainage of the abscess due to high surgical risk (for other comorbidities), and possibility that IV antibiotic alone may be reasonable lower risk option. Patient was discharged from hospital with course of IV antibiotics for several weeks.